Manufacturer narrative:
The hill-rom technician found that the CPR linkage was out of adjustment. He adjusted the CPR linkage and CPR functioned to specifications.

Event description:
Info received indicated that when the CPR was activated the bed would not lower the head section.